Event description:
The patient reported exposed wires on the power supply. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection confirmed no frayed or exposed wires were present on the power supply, power cord or power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power supply cable was not confirmed.